Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent damage with struts slightly raised. The stent had also moved distally on the balloon. The balloon profiles were reviewed and no issues were noted with the overall balloon profile. The stent was found to have moved distally on the balloon; however, crimp markings were evident on the visible section of balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination found inner and outer kinks at 12 and 15 mm proximal to the bi-component bond. This type of damage most likely occurred from excessive handling of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. During preparation of a 32 x 2.25mm promus premier stent, it was noted that there was difficulty in removing the protective cap of the stent due to severe resistance. When the protective cap was removed forcibly, the stent was removed along with the protective cap. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. During preparation of a 32 x 2.25mm promus premier&#10259;tent, it was noted that there was difficulty in removing the protective cap of the stent due to severe resistance. When the protective cap was removed forcibly, the stent was removed along with the protective cap. No patient complications were reported and the patient's status was good.